Event description:
It was reported that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Customer's blood glucose reading was 353 mg/dl. Troubleshooting was done. Customer was advised to change reservoir and infusion set. Nothing further reported.

Manufacturer narrative:
Analysis is not required. Only a transfer guard was returned and the customer complaint could not be confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.